Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) revised a mako medial uni originally done on (B)(6) 2014 to a primary triathlon cementless total knee due to progressive arthritis. This pr was generated for the robot.

Manufacturer narrative:
Reported event: the reported device is a 3.0 rio® robotic arm - mics, catalog: 209999. Method & results: - device history review: a review of the DHR associated with rio 163 found quality inspection procedures and pt review successfully passed. - complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were other reported events ((B)(4)). Conclusion: no investigation was conducted since the uploaded files were not identified after 3 communication attempts. The surgeon revised a partial knee procedure of to a total knee primary due to progressive arthritis. The device was not returned for evaluation.

Event description:
Dr. (B)(6) revised a mako medial uni originally done on (B)(6) 2014 to a primary triathlon cementless total knee due to progressive arthritis. This pr was generated for the robot.